Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call indicating that the insulin pump had prime/fill anomaly. Customer's blood glucose at time of incident was 150 mg/dl. The customer stated insulin is squirting out during the manual prime process. Customer stated that they are unable to exit the "preparing to prime" loop. Customer stated that they did not receive 2nd series of beeps nor did numbers appear on the screen. The customer the pump will need to be replaced. The customer was advised to revert to backup plan.